Manufacturer narrative:
Patient¿s identifier, date of birth/age and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during an open reduction internal fixation (orif) of a distal femur on (B)(6) 2018, a drill bit broke and was left inside the patient. Surgeon was forcing the drill bit and broke it. The broken part was lost in the patient. The patient has a knee replacement, and that prevented the x-ray to reveal where the broken fragment was in the patient. The surgery was completed successfully with no delay. There weren't any negative results. This report is for one (1) 4.3mm drill bit/qc/180mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - maude report mw5074982.

Event description:
This report is against user facility medwatch number mw5074982, a copy is attached. The only information contained in this report is correction or additional information.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.